Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response, and all other key contacts were responsive and had spring back or click normally. There was evidence of keypad contamination found under the key contacts. No hypersensitive or inverted contacts were observed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas and reported that up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.